Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a connection issue and acquired peritonitis. The peritonitis was manifested by turbid effluent and pain during infusion. Thirteen days after the onset of peritonitis, the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin, amikacin and fluconazole (doses, frequencies, and route not reported) for peritonitis. The cause of the peritonitis event was reported to be a connection issue between the cassette and the extraneal bag. Four days after admission to the hospital, the patient was discharged. On an unreported date, the patient¿s pd catheter was removed and the patient began hemodialysis (hd). On an unreported date, the patient was recovered from the peritonitis event. Additional information was not available.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced sterile peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was treated with amikacin (500mg first dose, then 1000mg daily, route not reported) and vancomycin (1g every five days for three doses, route not reported) for sterile peritonitis. Twelve days after starting treatment, amikacin treatment was discontinued. At the time of this report, the patient was reported to have not recovered from the event after treatment with antibiotics, (previously recovered). The patient¿s catheter was removed two days after hospitalization, (previously unknown date), and is still performing hemodialysis therapy. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.